Event description:
Hamilton medical ag received the following event description, the device alarmed with air supply failure. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with air supply failure. The exact circumstances of the occurrence are unknown. However, it is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The issue was traced back to a defective mixing valve and the problem has been resolved by replacing the defective component